Event description:
Customer reported via phone call that their blood glucose readings were off. Customer states that the insulin pump is alarming. The blood glucose reading is 150 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose drive support disk. Unable to verify alarms due to motor error alarms. The insulin pump passed displacement test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube, cracked reservoir tube window corner and missing the end cap sticker.